Manufacturer narrative:
The complaint the electrode was not reaching correct temperature was not confirmed. The electrode shaft was separated from the hub and not returned for analysis. Root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.

Event description:
The electrode was returned, investigation was performed and showed that the shaft was separated from the hub.